Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. On (B)(6) 2018 it was reported that the patient had an infection and the whole system was explanted. The patient¿s parents did not want to continue therapy after this. The explant occurred sometime in 2014. The physicians¿ office did not know exactly when as 2014 was the last time the they had seen the patient. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.